Event description:
It was reported that during an implant attempt the left ventricular (lv) lead did not allow a guidewire to be passed through the lead. The lead was not implanted and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal end/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned without the guidewire. Visual inspection found the tip seal is likely moved from its location. Using a sample of medtronic guidewire gwr419588 to insert in lead to find if anything that may obstruct in lead coil lumen. The guidewire passed the is-4, the coil lumen but could not be passed the lead tip. No conductor distort or blood obstruct was observed inside coil lumen. The guidewire could not be passed the lead distal end due to the tip seal was dislocated. Destructive analysis was performed to remove the tip seal to inspect if there is a cross-cut opening. There was a cross- cut opening that allows the guidewire to pass. A mark was found on the tip seal¿s edge, and this indicated that during implant, the guidewire was not passed through the cut opening, but to the edge of the tip seal and obstruction was occurred, when the implanter trying to push the guidewire through the lead distal end, the tip seal became dislocated. According to the analysis results, dislocation of the tip seal was occurred during implant and that prevents the guidewire to pass through the lead distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.